Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The product was received for evaluation. Visual and functional testing were performed. The product was received in good physical condition. The reported problem was able to be duplicated. The monitor was powered up, the absorber was removed, and the occlusion error was no longer present. The root cause was found to be a defective absorber. The technician replaced the absorber. Quality specialist subject matter expert (sme) noted: the technician's attribution of "who caused the reported problem" was changed from "supplier" to "unknown" by the sme due to about 3 months usage of the monitor before the failure occurred. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that an error occlusion was found upon testing. No patient injury was reported.